Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was non sustaining right ventricle oversensing. Reprogramming was suggested. No information regarding patient status is available.